Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this device was thoroughly inspected and analyzed. Review of the device memory confirmed low voltage battery fault code 100 had been recorded. External visual inspection of the device noted no anomalies. Initial automated testing verified basic sensing, pacing and shocking functions of the device. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with compromised low voltage (bypass) capacitors connected to the device¿s battery. Low voltage capacitors are used in the device¿s high-voltage charging operation in order to facilitate fast charge times. Malfunction of these capacitors resulted in a high current drain, which was depleting this device¿s battery faster than normal. On august 28, 2013, boston scientific distributed a letter to physicians concerning this issue. This letter informed physicians that, in a subset of devices, the performance of a low voltage capacitor may be compromised over time, causing increased current drain that can lead to premature battery depletion. This device is a part of the identified population.

Event description:
--

Event description:
Boston scientific received information from a health care professional (hcp) that this cardiac resynchronization therapy defibrillator (crt-d) was beeping. An alert was received that reported the device voltage was too low for the projected remaining capacity. The device was interrogated at which a fault code displayed. Boston scientific technical services (ts) recommended save all to disk for engineering analysis. Upon disk analysis, a low voltage fault occured at which ts recommended device explant and replacement. The device was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The date we previously reported that boston scientific distributed a letter to physicians concerning this issue was incorrect. The correct date is august 29, 2013.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.